Event description:
Customer reported via phone, the buttons on the insulin pump were not responding. Customer's blood glucose was 7.4 mmol/l. Customer was advised to remove the battery for some time and anomaly persisted. Customer stated she was going to prime and anomaly began. Customer doesn't recall any significant event which may have caused the keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.